Event description:
It was reported that the incisors blades were damaged. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers. The images indicated shipping damage that compromised the sterile barrier of the devices by cracking the outer plastic. A visual inspection revealed that six devices of the same batch number were returned in the original packaging and box. Four of the devices had damaged packaging in the form of fractures on the hard plastic of the sterile barrier. The creases present on the box and consistent placement of the cracks in the plastic indicated that the box had suffered an impact event or rough handling. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with transport or storage. Factors that could have contributed to the reported event include rough shipping and handling or an impact event during transportation or at the customer site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).